Event description:
Upon receipt of additional information, it is indicated that the revision procedure occurred approximately 20 years post-implantation due to infection. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown base plate, lot number: unknown. Item number: unknown, item name: unknown taper adaptor, lot number: unknown. Item number: unknown, item name: unknown peripheral screw, lot number: unknown. Item number: unknown, item name: unknown peripheral screw, lot number: unknown. Item number: unknown, item name: unknown peripheral screw, lot number: unknown. Item number: unknown, item name: unknown humeral bearing, lot number: unknown. Item number: unknown, item name: unknown humeral tray, lot number: unknown. Item number: unknown, item name: unknown humeral stem, lot number: unknown. Item number: unknown, item name: unknown glenosphere, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03523. 0001825034 - 2020 - 03536. 0001825034 - 2020 - 03526. 0001825034 - 2020 - 03522. 0001825034 - 2020 - 03524. 0001825034 - 2020 - 03527. 0001825034 - 2020 - 03525. 0001825034 - 2020 - 03535. 0001825034 - 2020 - 03546. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a total shoulder revision due to infection on an unknown date. Attempts have been made an no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.